Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that nothing has been replaced yet at this time.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# unknown implanted: explanted: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they have to sit on the recharger every night to keep the implant charged and there is a new battery pack that doesn't need to be charged. Patient stated their doctor's office gave them the name of a rep to contact. Patient stated it can take 4 hours to charge the implant if patient doesn't charge everyday. Patient stated they want to speak with the rep about getting a non rechargeable implant. Patient service reviewed reps role and recommend patient consult with healthcare provider office for next steps. Agent sent email to rep. The patient was redirected to their healthcare provider to further address the issue. Rep questioned if it was normal for ins to take 4 hours if implanted in 2018. Rep reported they are meeting the doctor for replacement. Additional information was received from the rep stating the implantable neurostimulator (ins) is being replaced.